Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in the EU reported a 64year-old male (unknown race) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The team noted that mild bleeding was present but not at the puncture site. The patient's leg appeared to be mottled and the foot pulses were mismatched. After consultation with the physician, a fem-fem bypass was planned. The pump remained on for support of over 6 days.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of limb ischemia was most likely due to patient condition.